Event description:
Consumer called on behalf of spouse. Spouse almost passed out, checked blood sugar (82), did not believe this to be accurate because of the way she felt. Called the paramedics for assistance.